Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective ise reference electrode as a result of use error. The electrode was overdue for replacement. The fse cleaned the ise module and replaced the ise reference electrode to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low ion selective electrode (ise) quality control (qc) and patient results on their au480 chemistry analyzer. The results were not reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.